Event description:
The customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate no boot issue. Ups operating as intended. System booting up and operating as intended.